Manufacturer narrative:
(B)(6). (B)(4). PMA/510(k) # k124030. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that single-use holmium laser fiber integrity was broken at the theatre trolley table. Resulted in the firing of the laser into the scrub nurses hand which caused an injury. The repetition rate 15,15,15,20 (hz) and total energy (j) 0.6,0.5,1.0,0.5 were utilized the fiber then fractured. A new fiber was used to complete the procedure. Additional information was received regarding the injury: the nurse attended attendances and emergency admissions (a&e) as recommended by occupational health and no treatment was required. The nurse resumed normal working duties the next day. There were no adverse consequences to the patient as a result of this reported issue.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection of the returned device was conducted. Visual inspection of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, manufacturing instructions, and trends. One open package labeled rpn hlf-s273-hsma and label lot 8443229 was received. The device was returned without the protective coil and packaging tray. The fiber was returned in two segments. One segment included the plug and measured 83.1cm in length. The second segment included the distal end with 4mm of quartz extending from the distal end of the cladding. The length of this segment measured 217.2cm in length. The point of separation displayed a melted and stretched appearance of the blue cladding with black discoloration from charring. The fiber quartz has a broken jagged appearance. The device history lot record for lot number 8443229 was reviewed and noted there were no non-conformances associated with the complaint device lot number. A search of complaint records found this is the only complaint associated with lot number 8443229. A review of relevant manufacturing documents was conducted. The device was inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. The instructions for use (IFU) included with this device contains the following information: precautions: a number of different factors affect the life of any particular fiber, including: extended lasing at high power, continuous lasing with the fiber tip in contact with tissue, lasing with a contaminated or damaged proximal end, improper handling, poor laser beam alignment or focus. Never subject fiberoptics to sharp bends in handling, use, or storage. Always keep connector-end dry and free from contaminants. Discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. Note: in addition to above recommended fiber handling protocol and precautions, all other applicable hospital protocols required to ensure patient and hospital personnel safety should be followed. How supplied: store in a dark dry cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred. The laser fiber was returned and the reported broken fiber was confirmed. The definitive cause of the fiber breaking is unknown. It can be caused by several factors as noted in the IFU. A definitive cause for the reported broken fiber was not able to be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
It was reported that the single-use holmium laser fiber integrity was broken at the theatre trolley table. Resulted in the firing of the laser into the scrub nurses hand which caused an injury. The repetition rate 15,15,15,20 (hz) and total energy (j) 0.6,0.5,1.0,0.5 were utilized the fiber then fractured. A new fiber was used to complete the procedure. Additional information was received regarding the injury: the nurse attended attendances and emergency admissions (a&e) as recommended by occupational health and no treatment was required. The nurse resumed normal working duties the next day. There were no adverse consequences to the patient as a result of this reported issue.